Event description:
Per the clinic, the patient developed infection, skin overgrowth and granulation tissue at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient also was treated with steroid injections 4 times (date not reported). The patient underwent a procedure on (B)(6) 2026 under general anesthesia to debride the affected tissue with silver nitrate cauterization. The device was explanted during the same surgery.